Manufacturer narrative:
The tandem t:slim user guide explains that the insulin on board (iob) feature tells the amount and time remaining of any active insulin on board.the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not sure if the pump was working and multiple insulin boluses were delivered. The customer's blood glucose (bg) level was 89 mg/dl and food was consumed to address the bg level. Tandem customer technical support (cts) had the customer review the history on the pump and it was found that 27.39 units of insulin were inadvertently delivered; the customer meant to only deliver 10 units. Cts showed the customer how to use the insulin on board feature to track the amount of insulin that had been delivered and that was still active in the body. No device issues were found during troubleshooting.